Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location with a u9000 ultrafilter set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician performed a visual inspection and found the ultrafilter leaking. The technician did not report any further evaluation of the ultrafilter device. The reported condition was verified. Since no further evaluation information was received, the cause of the condition could not be determined; however, based on previous investigations the most likely cause was due to a crack in the housing nearby the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.